Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the ports were leaking gas out of the reducer valve. No patient consequence reported. Completed with same/ like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Please describe the noise. Didn't prevent insufflations, it was a hissing noise of gas leaking. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No, because the insufflators kept pumping more air in to maintain pneumo. What was the gas consumption rate or volume (liter/minute)? It was increased, not sure by how much. Was a device inserted in the trocar during the leaking? If so, what device? Yes, a 5mm instrument, but there was also gas leaking when there was no instrument inserted. Was any torque being applied to the trocar or device? No